Event description:
Customer's mother called to report the insulin pump alarmed for motor error during the prime process. Blood glucose reading was 215 mg/dl. Assisted with clearing the alarm. Customer's mother also mentioned that the insulin pump alarmed for no delivery prior to the motor error alarm. Advised that the insulin pump will be replaced. Mother declined troubleshooting for no delivery due to the insulin pump being replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners, reservoir tube, battery tube threads and minor scratched display window.